Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 337mg/dl. The customer's most current level was 342mg/dl. The customer treated the highs with the pen. The customers because disoriented during the call and paramedics were dispatched to respond to customer.